Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's operative report and implant tracking log only. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2006 - the patient was diagnosed with vaginal vault prolapse and cystocele. The patient underwent an abdominal colposacropexy with retropubic bladder suspension and implant of a bard flat mesh. Operative dictation notes "we did use a synthetic piece of polypropylene mesh that we cut down to about 1 inch by 3 inches in size." This was secured with ethibond sutures to the anterior spinous ligament of the sacral promontory and then in several stitches to the vaginal vault. The mesh was then covered with peritoneum. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the mesh.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges as a result of the defective nature of the mesh, the patient experienced pain, infection, urinary problems, recurrence and dyspareunia. A manufacturing review that included review of sterility records was performed and found that the lot was manufactured to specification. Based on the limited additional information provided no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned to manufacturer.

Event description:
As reported on (B)(6) 2016, the following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: (B)(6) 2006 - the patient was diagnosed with vaginal vault prolapse and cystocele. The patient underwent an abdominal colposacropexy with retropubic bladder suspension and implant of a bard flat mesh. Operative dictation notes "we did use a synthetic piece of polypropylene mesh that we cut down to about 1inch by 3inches in size." This was secured with ethibond sutures to the anterior spinous ligament of the sacral promontory and then in several stitches to the vaginal vault. The mesh was then covered with peritoneum. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the mesh. Addendum based on additional information provided by patient's attorney which included the patient fact sheet and general patient outcome allegations: alleged outcomes attributed to device of pain, infection, urinary problems, recurrence and dyspareunia.